Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It appears likely that the guide wire became damaged (break in the core & deformation) during insertion or during the lesion treatment procedure. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, damage to a wire including a break may occur. Additionally, tortuosity may have damaged the device during advancement. Once the core breaks the unraveling of the coil (stretch) can occur. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the femoropopliteal segment of the left leg. There was no high-grade stenosis, although there was greater tortuosity in the left femoral artery where the femoral access was performed. The target zone was treated with the stealth 360 atherectomy, followed by angioplasty using unspecified armada balloons and the viperwire was used. Finally, upon withdrawing the viperwire together with the catheter, the guidewire fractured into two parts. The coil detached and lodged in the distal portion of the popliteal segment, while the other two fragments remained inside the stealth 360 catheter. As a result, when the catheter was completely removed, nothing was left behind except the coil tip. As a rescue measure, a "lazo" was used to capture and extract the tip and dissections were noted at this time. Due to this rescue maneuver, the command es guide wire was introduced to maintain access. The tip of the command es guide wire unraveled during the procedure and the coils were noted to be broken. The area was stented with two unspecified supera self expanding stents to treat the dissections produced during the rescue, thus completing the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.